Manufacturer narrative:
E3-occupation is patient/consumer. The test strips were requested for investigation. The customer's meter and strips were returned for investigation. However, the returned strips had no available test strips for investigation as the strip vial was returned empty. Therefore, the customer's returned meter was tested with retention strips and a high level control sample. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number: (B)(6) compared to a laboratory using an unknown reagent. At 5:43 am, the meter result was 4.7 inr. At 5:49 am, the meter result was 4.8 inr. At 8:30 am, the result from the laboratory was 3.5 inr. At 9:16 am, the meter result was 4.9 inr. Customer's therapeutic range is 2.5-3.5 inr. The customer tests every two weeks.